Manufacturer narrative:
(B)(4). Date of initial report : 09/28/2015. The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that towards the end of a neck dissection procedure, the branch of the internal carotid artery where sealed by ligasure started bleeding upon removing tube and increasing blood pressure. The site was manually sutured. Blood loss was about 400cc and transfusion was required. The physician commented he might have sealed the branch where very close to the main. No tissue loss or damage. No extension in surgical time. The patient's current condition is fine.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Date of follow-up report : 10/14/2015.

Event description:
New information from surgeon received on (B)(6) 2015: procedure being performed was thyroidectomy. Surgeon thinks he did not get enough seal margin when he sealed the vessel with ligasure. He thought this was not device failure, but technical failure.